Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure event observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 29.5 cm to 30.2 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).